Event description:
It was reported that the patient came into the clinic for a dose increase following recent implant. When they interrogated the pump it said ¿pump memory error ¿ pump and catheter data is invalid¿. The software card in the programmer was checked and the programmer was found to have an older software card. The patient had a new ascenda catheter implanted, so the programmer needed a newer software card. The pump was delivering gablofen. It was later reported that the issue was resolved. The patient outcome was reported as ¿no injury¿.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_prog, lot# unknown, product type programmer, physician; product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).